Event description:
Boston scientific received information that the right ventricular (rv) lead had dislodged and had high pacing thresholds. The rv lead was repositioned the day after implant because the lead moved overnight. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.